Event description:
Same case as 2134265-2012-08091. It was reported that during prep for a rotational atherectomy procedure, a wire fracture occurred. The 99% stenotic lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. While platform testing the 1.5mm rotalink plus atherectomy catheter outside the patient's body, the rotawire extra support guide wire became fractured near the proximal end of the guide catheter hub. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2012-08091. It was reported that during prep for a rotational atherectomy procedure, a wire fracture occurred. The 99% stenotic lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. While platform testing the 1.5mm rotalink plus atherectomy catheter outside the patient¿s body, the rotawire extra support guide wire became fractured near the proximal end of the guide catheter hub. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2012-08091. It was reported that during prep for a rotational atherectomy procedure, a wire fracture occurred. The 99% stenotic lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. While platform testing the 1.5mm rotalink plus atherectomy catheter outside the patient's body, the rotawire extra support guide wire became fractured near the proximal end of the guide catheter hub. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two separate sections. The device fractured approximately 138.2cm from the distal end. All the outer diameter measurements are within the specifications. Scanning electronmicroscopy (sem) findings demonstrated that the failure occurred due to a reduction in a cross-section due to a mechanical wear followed by concurrent tension and torsion overload events. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).